Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts itself off at night and new batteries only last for three hours. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to clean and change battery and to call back if this does not resolve the issue no further assistance was necessary.